Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vision side cart (vsc) yellow external foot pedal was sticking. The user observed that when he removed his foot from the external foot pedal, monopolar energy would continue to fire for a short period. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer used a different cautery device and completed the surgery with no issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse removed and replaced vision side cart (vsc) external foot pedal to resolve the reported problem. The fse tested the new foot pedal and had no further issue. The system was verified and ready for use. The affected external foot pedal involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.